Event description:
It was reported per call report that the biomed technician called about the pump, "that seemed to not charge the battery." The technician stated that "both indicator lights were out, though the pump was plugged in to the wall." The clinical support specialist (css) reviewed what the indicator lights represented and suggested that the pump be switched out. The biomed technician stated that the pump was pumping fine. The css said that if there was a loss of power, or if they needed to transport, then the switch may be emergent and it would be better to switch it out now. The technician agreed and pump was switched out during phone call. Per the technician, the new pump was working fine with no problems noted. Css stated that the issue with the pump could be with the power cord or the pump itself. Css would be glad to have our field service follow up in the morning and asked him for the serial number. Technician stated that he would just wait and call the tech support number in the am.

Manufacturer narrative:
(B)(4). Product will not be returned for eval.